Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a right sided transcarotid artery revascularization (tcar) procedure, the patient experienced left sided neglect and hemianopsia. An MRI showed that it was a right middle cerebral artery (mca) ischemic stroke. The patient's blood pressures and heart rate were stable and within recommended limits throughout procedure and no p2y12 inhibitor testing has been performed.